Event description:
It is reported that a customer experienced low blood glucose around 50 mg/dl. The father of the customer was the caller who did not mention how or if the customer was treated for their low blood glucose. The father stated that the customer's threshold suspend is on but the pump will not go to the suspend mode with the customer is low on blood glucose. Furthermore, the father states that the customer checks their blood glucose 4 to times daily, and that the settings on their pump were fine. The father declined any assistance from the help line. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.